Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging experiencing headache. There was no report of serious injury or harm. There is no medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information. The following correction has been updated in this report. In box a: age, sex has been updated. In box e: reporting address city and reporting address state has been updated. In box h: device problem code grid has been corrected.